Manufacturer narrative:
Additional information (07/15/2013): a siemens field service engineer (fse) had been dispatched to the customer site after discordant psa results were obtained on patient samples. There were two previous occurrences of discordant psa results on the system (mdrs 2247117-2013-00013, 2247117-2013-00013_s1, and 2247117-2013-00039 were filed for the events), and after this event the fse had replaced the tip jam level sense printed circuit board, the manifold valve assembly, and the brush double grounding. During follow-up with the customer, the customer confirmed that no discordant results had been obtained on the instrument following the fse visit. This instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data files for the dates the discordant and rerun results were obtained. After evaluation of the instrument data, the gps specialist did not find an instrument malfunction. A siemens field service engineer (fse) was then dispatched to the customer site. The fse proactively replaced the tip jam level sense printed circuit board and the manifold valve assembly. The cause of the discordant, falsely low psa result is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low prostate specific antigen (psa) result was obtained on a patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was rerun in duplicate on the same instrument two days later, and resulted higher. The rerun result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low psa result.